Manufacturer narrative:
A ge rep evaluated the system and repaired the single board computer. System operates as intended. (B) (4).

Event description:
The customer reported, a communication failure error is displayed. No pt injury was reported.